Event description:
It was reported that a microbore non-dehp catheter extension set did not allow the nurse to pull blood. Flow was observed upon switching to a different set. It is unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): the exact occurrence date is unknown; however, the event occurred on either (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.